Manufacturer narrative:
Source of report is user filed medwatch mw5056121. There is no information available concerning serial number, hospital/contact information, or equipment checkout results. Further investigation into the reported complaint cannot be performed.

Event description:
Ge healthcare is in receipt of a user filed medwatch report which states, "anesthesia machine bellows not working. Patient required manually bagging with o2 while machine was switched out."